Manufacturer narrative:
Device passed the displacement, rewind, basic occlusion, occlusion, prime or a33 and excessive no delivery test. No motor error alarm noted during test. Motor passed motor test. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had multiple motor error alarm. The customer¿s blood glucose was unknown. Customer stated that they got the pump error alarm when the reservoir was getting low around 60 units. Customer stated the drive support cap appears normal. Customer stated they were able clear the alarm however unable to complete pump rewind. Customer stated that insulin pump had not exposed to high magnetic field. The device will be returned for analysis.